Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08482. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was attempted to be positioned in the laa; however it did not get the trajectory they desired. Imaging was performed with ultrasound and x-ray to verify there was no pericardial effusion at the time. An anterior curve was then advanced and positioned in the laa in a better position. A 33mm watchman laa closure device and delivery system was advanced. The closure device was deployed. The patient became hypotensive; a pericardial effusion was observed. The closure device met all criteria and was therefore released. The effusion was initially noted to be "tiny" and barely measureable however, it grew very quickly. Pericardiocentesis was performed. No further patient complications were reported. The patient condition was stable.